Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient¿s father on 3/25/2018. The sensor was inserted into the patient¿s arm on (B)(6) 2017. The patient¿s father stated the patient experienced discomfort at the sensor insertion site and provided an x-ray image which confirmed the sensor wire in the patient¿s skin. He indicated that the patient had the sensor surgically removed on (B)(6) 2017. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported broken sensor wire. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.